Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) 92 false positive results were obtained. Bottles were sent to another facility for confirmation. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer reports continued false positives and requests instrument replacement.

Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) 92 false positive results were obtained. Bottles were sent to another facility for confirmation. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer reports continued false positives and requests instrument replacement.